Manufacturer narrative:
The poster did not specify the model or serial number for the bronchoscopes mentioned; therefore, it is unknown if the devices are manufactured by (B)(4). As part of our investigation, olympus followed up with the user facility regarding the reported events via telephone and in writing but with no results. Due to the limited information provided olympus will continue investigate this matter and supplement this report accordingly if new information becomes available.

Event description:
On november 01, 2016 olympus received post market surveillance poster titled ¿a pseudo-outbreak of stenotrophomonas maltophila infections associated with the flexible bronchoscopes.¿the poster indicates that between january 2015 to march 2016 the (B)(6) conducted a study in which the microbiologic results were reviewed to determine the rates of recovery of s. Maltophia from bronchoalveolar ¿lavagae (bal) specimens. The study also included environmental samples from bronchoscopy towers and travel ventilators. The poster indicates that the medical records were reviewed to identify cases in the 14 days after bronchoscopy and those that died. The user facility used a chi-square (statistical hypothesis) test to compare the s.maltophila incidence in bronchoscopy during the pseudo-outbreak and after it was controlled. The poster indicates that the rate of s. Maltophila from bal specimens obtained in ICU decreased from 3.5% during the psuedo-outbreak to 0.8% after it was controlled. The environmental samples from two bronchoscopes grew s.maltophila; however, the samples from the bronchoscopy towers and ventilators were negative. The post indicates that the two bronchoscopes never failed leak testing although they were noted to have mechanical damage. The poster alleges that 37 of 1046 patients who underwent bronchoscopy procedures during the pseudo-outbreak had positive respiratory tract cultures at the same time or within 14 days after the procedure. The poster alleges that of these cases 24 patients had ha (hospital acquired) infections of which 6 died, 26 patients grew s. Maltophila on the sameday as their first bronchoscopy and 20 patients grew s. Maltophila as part of a polymicrobial culture. In addition, the poster alleges that despite the facility performing several interventions including re-education on high level disinfection, proper transport, storage and monthly inspection of the facility¿s bronchoscopes to detect structural damage the s. Maltophila pseudo-outbreak was abated.

Manufacturer narrative:
This supplemental report is being filed to retract the previously reported event as additional information received. On december 9, 2016 olympus received additional information from the user facility's physician who coauthored the post market surveillance poster stating that the bronchoscopes involved in the study were not manufactured by olympus.